Event description:
A customer reported issues with their pump's touchscreen, which was unresponsive. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 342 mg/dl.